Event description:
Knee was unstable. Put in a thicker (16 mm) insert.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: the product was not returned for evaluation. A review by a clinical consultant indicated: "more in general, early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee. Device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition." DHR review was not performed as the lot ID is unknown. Chr review was not performed as the lot ID is unknown. Conclusions: as per the medical review, what exactly has caused failure in this case, the balance between patient-related and procedure-related factors, cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further solve this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee was unstable. Put in a thicker (16 mm) insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.